Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the warmer head assembly of an iw932afu baby control cosycot infant warmer was broken. It was further reported that the damage was located at the moulded lower head case. This was noticed after use on a patient.

Event description:
A healthcare facility in italy reported to a fisher & paykel healthcare (fph) field representative that the warmer head assembly of an iw932afu baby control cosycot infant warmer was broken. It was further reported that the damage was located at the moulded lower head case. This was noticed after use on a patient.

Manufacturer narrative:
(B)(4). The complaint warmer head assembly of the iw932afu baby control cosycot infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The complaint warmer head assembly of the iw932afu baby control cosycot infant warmer was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the event description and photographs provided by the healthcare facility, and our knowledge of the product. The photographs provided showed that the plastic material around the screw hole at the inspection lamp area, which also connects the lower and upper cases, was cracked and had broken off. It was also observed that a platic snap washer was added on the screw, which is not an fph standard part used for the warmer head assembly. It is most likely that the reported damage is related to the application of an external force on the head assembly. It is possibly that when the lower case was detached from the upper case, the screw that connects the two cases together was not loosened properly. The lower case was then swivelled and the undue force applied led to the cracking of the screw area.